Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 100 bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of samples. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: defect: after centrifugation, it is found that there are red blood cells in the separation gel. Quantity: (B)(4). Impact: no other adverse effects on patients or medical staff.

Event description:
It was reported that after centrifugation with 100 bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of samples. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: defect: after centrifugation, it is found that there are red blood cells in the separation gel. Quantity: (B)(4) pieces. Impact: no other adverse effects on patients or medical staff.

Manufacturer narrative:
H6. Investigation summary: bd received three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation. Gel defects relating to the indicated failure mode for poor barrier separation were not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm indicated failure mode of poor barrier formation, because defect was not evident in testing of complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.